Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was that the customer woke with blood glucose (bg) level at 110 mg/dl. Customer's level decreased to 41-55 mg/dl. Customer ate food and glucagon. Customer disconnected from the pump and called an ambulance for transport to the emergency room (ER). Customer was treated with dextrose. Bg level improved to 87 mg/dl. Customer remained in the ER for 14 hours. Customer resumed pump therapy on (B)(6)2015. Customer initiated a temp rate of 50% overnight and the following morning, customer was back to 100% basal delivery. Customer reported having no further issues.